Event description:
The customer contact reported corrosion in the battery compartment of the device. This does not indicate a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries were noted in the battery compartment, battery door and middle printed circuit board of the device.

Manufacturer narrative:
During testing at the service center the device would not power on. Corrosion was noted in the battery compartment, battery door and middle printed circuit board of the device. The probable cause of the corrosion was due to leakage from the disposable batteries. The probable cause of the device not powering up was due to the corrosion on the middle pwa which was caused by the battery leakage. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.